Event description:
It was reported that the anchorfast endotracheal tube was applied to the patient on (B)(6) 2016. On (B)(6) 2016 an unstageable pressure ulcer was observed. No alteration in skin around mouth was documented prior to the observation of the ulcer. The et tube holder was changed and the et tube was moved away from the pressure ulcer. Measures were taken to support the ventilator circuit to decrease pressure on upper lip from et tube holder. No further information is available.